Manufacturer narrative:
No sample or lot number information has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that knife blades were noted to be dull. The procedure details and patient impact have not been provided. Additional information was confirmed to be unavailable.